Event description:
Customer states that he obtained the following sets of results, comparing two aviva meters, within 10 minutes: 270 mg/dl (meter used unknown) and 130 mg/dl (meter used unknown); 286 mg/dl (meter used unknown) and 140 mg/dl (meter used unknown) no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the customer no longer has the strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in aviva system 2. (B)(6).